Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's buttons were unresponsive. Customer reported that the insulin pump had random no delivery and rewind was longer. Customer stated that the insulin pump had diminished battery life and had motor errors. Customer stated that the insulin pump's setting reset when putting new battery and reservoir cap did not work. No harm requiring medical intervention was reported. The device will not be returned for analysis.